Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that the customer received a failed battery test alarm as well as a battery out limit alarm. Customer's blood glucose level at the time 109 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No ramping numbers or scrolling bar moving anomaly was noted. All operating currents are within the specification, no unexpected low battery, failed battery test or off no power alarm noted. The insulin pump was received with cracked display window at bottom right side corner, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.